Manufacturer narrative:
It is unknown whether this rv lead will be returned to boston scientific for laboratory analysis. At this time there is no additional information. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead was explanted shortly after implant due to pocket infection. This patient was started on medications. There were no additional adverse patient effects reported.